Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were verified through a review of the event history log. Visual inspection found cracks on the upstream sensor flex tail pins causing the reported condition. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion alarms during infusion (dose, medication, rate and volume unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.